Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted into an unknown coronary artery. It was not possible for the stent to cross the target lesion despite multiple attempts to advance the stent. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon when it was pulled into the guide catheter. The stent dislodged in the descending aorta and was subsequently snared and removed from the patient. The pt was fine post procedure and there was no additional clinical sequelae reported related to the event. The instructions for removal of an undeployed stent were not followed when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.